Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a post-reset alarm. The customer blood glucose level was unknown at the time of the incident. The customer reported reset time and date issues and reservoir issues that are resolved with a rewind and prime. The customer states this happens during a bolus and the bolus is not delivered. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with high sleep current and alarmed pump error, pump error after battery installation due to corrosion at electronic assembly. Unit passed rewind, prime/seating test, basic occlusion test and force sensor test. However, unable to perform occlusion test and displacement test due to pump received with missing retainer and reservoir tube lip o-ring. Pump error alarmed during self test and confirmed in pump history with variable problem isolated to the keypad assembly. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. Unit received with faded serial number label.